Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis with the top and bottom cases in excellent condition and no visible contamination noted. Event log history was performed and indicated that primary audible alarm background test was found recorded in history. During analysis, the reported issue was not able to be duplicated. Service fully seated the j9 connector and re-glued using all three mating surfaces on both sides of the j9 connection. Service also replaced the speaker and interconnect board as a preventive measure also performed power up process and all the functional tests passed. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited primary audible background alarm. There was no patient involvement in this event. No adverse effects were reported.